Event description:
During baxter's evaluation of a spectrum pump, it had a delayed keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response of greater than or equal to 1 second, which was experienced during evaluation. A known good test processor printed circuit board was installed, eliminating the delayed keypad response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.